Event description:
Patient was sitting in the wheelchair and fell out. Family is not sure how it happened. Cna (certified nursing assistant) checked patient and she was ok just very bruised. She will have further x-ray today. Pick up processed (B)(4). "Equipment must be switched out and quarantined at the warehouse until further instruction." New order (B)(4). Will have a delivery of a reclining we with elevated leg rest. What were the injuries? Bruising on left side of face. Bruising on chin. Bruising on left arm and shoulder. She will taken today for more x-rays of shoulder. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).